Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
This complaint was reported through the angina relief registry. The patient was re-hospitalized for heart failure nine days after the CABG+tmr procedure. The patient was angina-free at the 30-day follow-up. According to documentation, all available records she the handpiece was correctly assembled from sound components and were inspected to specifications. Hospital readmission rates due to heart failure for patients undergoing CABG with adjunctive tmr have also been reported; at 30 days hospital readmission due to heart failure was 5% in tmr + CABG patients and 6% for patients who underwent CABG alone. Heart failure is a commonly reported adverse event after CABG procedures with or without adjunctive tmr. This patient's pre-operative medical history included various risk factors that may increase the risk of heart failure after CABG.

Event description:
The patient was re-hospitalized for heart failure nine days after the CABG+tmr procedure.

Event description:
The patient was re-hospitalized for heart failure nine days after the CABG+tmr procedure.